Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a trauma occurred on (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements showed temporarily high ground path impedance (gpi), which was likely caused by a transient air bubble over the reference electrode. The recipient will be monitored by the clinic. The device remains implanted and in use.

Event description:
The user's hearing performance with the device is affected after a trauma occurred on (B)(6) 2023. The user was re-fitted on (B)(6) 2023 and can hear well with the device.